Event description:
It was reported that during an unknown procedure, the tip protector is a good inch down from the tip. There were no patient consequences. It was not noted how the case was completed.

Manufacturer narrative:
(B)(4). External cause. Twelve packages were received for analysis and were visually inspected. All twelve packages had holes confirmed on the top stock, bottom stock or in both packaging materials for some packages. There were impression marks on the packages made by the devices indicating that the packages experienced a significant compression force, possibly while still in the full sales unit carton configuration. The damage seen on the sample devices also supports the assessment the team made regarding application of a compressive force. Multiple samples exhibited device tips which punctured through the protective cap placed on the tip of the device and the same devices also punctured through the packaging. The holes seen in the samples were a result of the device tips puncturing through the different layers of the packages. When the packages were stacked in the same orientation as they would be oriented inside a sales unit carton, it was possible to see that the force applied to the packages may have occurred while they were inside a sales unit carton since the damage on the packages alternates on the packages in the same fashion as the stack; however, no sales unit carton was returned to ascertain the condition of the carton and conclusively determine if the damage seen occurred while the packages were inside sales unit cartons or not. The dirt and wear marks on the packages indicate that the individual packages may have been stored outside of the sales unit carton at some point.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). We were unable to analyze the sample utilized in the reported event as the instrument was not returned to us. There was a photograph submitted. The photo did reveal that the red cover was out of position and damaged. The condition of the package is indicative of handling and storage issues which occurred outside of our control. All product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Should the sample become available please contact the clinical inquiry service or your sales representative. The batch record was reviewed and no anomalies were noted during the manufacturing process.